Event description:
It was reported that the patient had their device removed due to infection. Follow up with the treating physician indicated that the patient contracted a staphylococcus aureus infection in the neck and chest while in the hospital. The explanted device was returned to the manufacturer for analysis and no cause for the infection could be found.

Manufacturer narrative:
Method code: device manufacturing records were reviewed. Results code: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.